Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset independently, clearing the malfunction alarm and will continue to use current pump for insulin therapy.